Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician indicated the manufacture's left ventricular (lv) leads "tend to have higher thresholds and dislodge at a higher rate". Follow up was conducted and no additional information was received. No known patient complications have been reported.